Event description:
It was reported that the customer experienced high blood glucose levels over three to four days. The customer's blood glucose was over 400 mg/dl. The customer was also receiving no delivery alarms. Explained to customer various possible causes of the alarm. The customer's infusion sent was not bent or kinked. Troubleshooting was declined. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.